Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the head brake caster was out of adjustment. The technician adjusted the caster to repair the bed.